Event description:
Went to administer injection to patient via the im route. Using the required amount of force on the patient's thigh. The needle did not go through the skin and into the muscle below. I tried a second time in a different location with the same results. I excused myself from the room, replaced the needle, and gave the injection without issue.